Event description:
A report was received that the patient had a blister at his pocket incision site. The patient was prescribed vancomycin.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a blister at his pocket incision site. The patient was prescribed vancomycin.

Manufacturer narrative:
Additional information was received that the infection was non-device related and procedure related. The patient was prescribed with vancomycin and bactrim. It was mentioned that drainage had stopped. The patient was doing well.